Event description:
It was reported that the right ventricular lead exhibited high pacing thresholds. When the physician opened the pocket yellow pus was noted. The pocket was irrigated and the pocket was closed. The patient was transferred to a different hospital. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.